Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported defective ECG, a fe failure during the extended self test, the device powered up with a system failure cycle power message, error 20004. No patient involvement was reported.